Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue was used during diagnosis procedure. The assigned procedure was delayed, and which was completed by restating the system. The philips field service engineer (fse) examined the system onsite and confirmed that geometry not available intermittently. Review of the log files shows amc (advanced motion controller) height got problem intermittently. Upon troubleshooting philips field service engineer (fse) calibrated the amc (advanced motion controller) height positioning. To resolve the issue, philips field service engineer (fse) replaced amc (advanced motion controller) height into system. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If movement issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A movement issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that geometry was not available intermittently. No harm was reported to philips. Philips has started an investigation of this complaint.